Event description:
It was reported that the user experienced elevated blood glucose around 300 mg/dl for several hours while using the ilet system; the agent recommended and guided an infusion site change, after which the glucose decreased to 270 mg/dl and was trending down, with no alerts or alarms reported. Symptoms included hyperglycemia with no associated clinical symptoms reported. Outcomes included no health consequences or impact. Troubleshooting and education were completed during the call. Investigation of this case revealed no device alarms and no issues noted upon removal of the prior infusion site. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.